Event description:
It was reported that the pt had stimulation in the wrong location and surgery to revise the paddle lead. After a replacement surgery (B)(6) 2010, the device system never worked. The pt was in the hospital 2 weeks and had a second (after the replacement surgery) surgery to revise the paddle lead. The stimulation was in her stomach instead of her back and leg. The pt had two different MFR's representative try to reprogram the device but were unsuccessful. Additionally, the pt experienced random shocking from the stimulation system even when it was turned off. The pt was scheduled to have the device system explanted in (B)(6) 2011. Additional info received from the healthcare provider indicated the cause of the event was the lead compressing the spinal cord and thoracic spinal stenosis in the area of the lead placement. A surgery revision took place in (B)(6) 2010 and included a laminectomy to decompress the thoracic spine then replace electrodes. The pt required hospitalization and the pt recovered with sequelae. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of neurostimulator model 37712, serial # (B)(4) showed no significant anomalies but did show reduced battery capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the implantable neurostimulator (ins) was explanted and replaced due to the patient not being able to recharge and a loss of therapeutic effect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.